Event description:
It was reported that the patient¿s refill alarm had gone off. Additional information received reported that the patient missed appointment and refill alarm went off. There was no symptom or problem reported. The pump was being used to deliver unknown drug.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).